Manufacturer narrative:
Updated fields: b4, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions), h11. Getinge emergency support team directed her to discontinue use of the pump and iab, disconnect the helium tubing and clamp it near the ¿y¿ fitting. Getinge emergency support team instructed her to contact the physician for removal and possible replacement of the iab catheter. Customer states there is no harm to the patient due to this issue. Customer also states the iab catheter had already been called in for a complaint a few days earlier for fo sensor failure (os# (B)(4)). Customer calls the physician who is on his way and then calls back to give patient information and equipment identification. Customer is appreciative of the assistance and information shared this evening. Getinge fse waiting on po to complete repair. No repair information available. In future if we receive any repair information will reopen and update the investigation.

Manufacturer narrative:
Due character limit e1. Event site name-(B)(6). Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use of cs300 intra aortic balloon pump(iabp), blood in the helium tubing of a sensation plus iab that has moved all the way into the cs300 console. There was no harm reported.